Event description:
It was reported that the home patient (hp) had an unspecified alarm on the homechoice device. The step of therapy and whether the hp was connected at the time of the alarm are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted at this time. Should the device be received or other additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue was identified in a review of the event logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). No cause was able to be determined for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.